Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lx I 725 instrument for the pt. A pt sample was tested for accu tni and a result of 23.29ng/ml was reported out of the lab. The pt was sent to the catheterization lab. A fresh sample was collected from the pt on the next day and a result of "<0.03ng/ml" was obtained. Two days later, the customer re-tested the original sample from the primary tube and on accu tni result was also elevated. The customer then aliquoted the sample into a 1ml cup and reran the specimen, and obtained a normal result. The 2nd sample was also re-tested and it gave a result of 0.02ng/ml. The pt underwent a heart catheter procedure which was negative.

Manufacturer narrative:
Samples are collected in 13x75mm bd lithium heparin tubes with a gel separator. The specimen was centrifuged at 3,500 rpm for 3 minutes at room temperature in a stat-spin centrifuge. Qc was within established ranges prior to and after the event. A system check performed on (B)(6) 2009 passed; however, one of its parameter was at the upper range. A field service engineer (fse) was dispatched: the fse replaced aspirate probes and run a diagnostic testing. The fse indicated that after changing the aspirate probes, the previously elevated valve for the system check was significantly lower. All verification procedures passed within instrument specifications. The fse stated that he did not find any hardware issues that would have contributed to the event. Based on the update, the customer noted that when the specimen was pulled two days later ((B)(6) 2009) it looked like a short sample that was slightly icteric. The customer believes the event was due to a poor sample. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).